Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during retraining, the ilet displayed recurring alert 39 indicating an insulin shaft encoder failure, persisted after multiple restarts, and the user was provided a replacement device while the affected unit was arranged for return; blood glucose was reportedly unaffected and there was no medical intervention or hospitalization. Symptoms included no adverse clinical effects. Outcomes included no impact to health, with continued cgm use on the user¿s phone or receiver until the replacement arrived. Investigation included review of device performance history and troubleshooting guidance with device restarts and data synchronization via the mobile application. Investigation of this case revealed a malfunction related to the insulin delivery mechanism¿s shaft encoder consistent with a hardware component fault in the insulin drive system. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the insulin shaft encoder.